Event description:
The pump was returned for investigation. Investigation revealed that the battery cap and battery compartment were damaged. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the battery cap threads were stripped and the battery compartment was cracked. There was evidence of corrosion inside the cartridge compartment. The battery cap would not secure properly to the pump, resulting in power loss and rebooting. A test battery cap was used to complete investigation. The pump was exercised for 24 hours with no issues occurring. A review of the black box showed two reboots on (B)(4) 2013 following a ¿replace cartridge¿ alarm, and one reboot following an ¿auto off timeout¿. The pump casing was opened for further investigation, and no defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).